Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed 9 injections were performed with a balloon catheter without any issue on the date of the event. Visual inspection of the sheath showed that the shaft was intact with no apparent issues. Both the sheath distal tips were intact, no fracture, breakage or kink were noticed. No teflon delamination was noticed at the tip of the sheath shaft. The test balloon catheter passed the insertion test with the sheath and showed that the reported problem was not reproducible. The test catheter was inserted without difficulty several times with push button in the forward position. Air aspiration was reproduced during the pressure test when the test dilator was introduced through the sheath. The hemostatic valve was leaking and a torn valve disk was suspected. In conclusion, the reported air ingress was confirmed through testing. The sheath failed the returned product inspection test due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when air aspiration was performed through the side port of the sheath, air was being introduced continuously. The sheath was replaced. The case was able to be completed with cryo. No patient complications have been reported as a result of this event.